Event description:
Upon implantation of essure permanent birth control, I began to have problems. The doctors said I would be fine after 24 hrs of implantation. Immediately I became sick with severe cramping, heavy bleeding and blood clots and fever. I called the doctor, but she assured me it would pass and it was just my body reacting to a foreign object. However, I stayed that sick for almost 2 weeks. Then following 2 weeks, the other symptoms began migraine, severe pain in my central nervous system behind my neck. Then severe pain shooting down my neck through my legs causing me not to be able to walk; numbness of extremities.